Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive weak signal alarm and lost sensor alarms and believes that the transmitter is no longer working. Customer's blood glucose was 43 mg/dl. Customer declined troubleshooting insisting that the issue was with the malfunctioning transmitter. Customer was on her way to see her healthcare professional for adjustments. Call was disconnected by customer after being put on hold to verify if transmitter could be replaced without troubleshooting.